Event description:
It was reported that the device system was explanted on (B)(6) 2012 due to infection. It was unknown when signs and symptoms developed. Following the explant it was suspected that the patient was not receiving effective therapy since the entire device system was explanted. The device system was used to deliver baclofen. A follow-up report will be submitted if new information becomes available.

Event description:
It was later reported that the patient was implanted with a new system on (B)(6) 2013. No outcome was provided.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type catheter. (B)(4).